Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, received a pump error 23 (post-reset ram crc alarm), battery failed alarm and reported a flashing medtronic logo on the screen. The blood glucose value at the time of the event was unknown. It was unknown how the customer was treated for hyperglycemia. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for pump error alarm and battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries and restarting pump. Customer was advised to replace the insulin pump. No further patient complications were reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for mmt-242a, mmt-332a.

Manufacturer narrative:
No flashing medtronic logo noted during boot up. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. No failed battery test alarm or pump error 23 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 alarm found in the pump history file/trace on 11-jan-2026 at 14:51:48. Pump error 23 alarm due to hardware error (line number 684 file number 39). Pump error 15 alarm found in the pump history file/trace on 11-jan-2026 at 14:45:09. Pump error 15 alarm due to hardware error (line number 440 file number 38). (5) failed battery test alarms found in the pump history file/trace on 11-jan-2026 started from 14:45:12 to 20:38:46. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Flashing medtronic logo/failed batt test alarm not confirmed. Pump error 15/23 alarm due to hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.